Event description:
The end user stated that peristomal skin under the entire tape collar was red, with a "sunburn" appearance and it was itchy, weepy, and peeling. The issue started three months ago under the tape collar under the pouch and was under the entire tape collar now. She had been using this product for many years without issue. She saw a dermatologist who did a skin culture swab to the area around the wafer but not to the area under the tape collar. The results showed bacteria for which she received treatment with a prescription oral anti-bacterial medication. The dermatologist referred her to a nurse. The end user then saw a wound nurse who prescribed triamcinolone spray every three days with appliance change. That had provided some improvement and the area was no longer weepy. She has also trialed an anti-fungal powder that she had on hand for unrelated issue. The triamcinolone spray worked better. The end user's stoma measured twenty-eight mm. She cleansed with an anti-bacterial soap and did not use protective barrier wipes or adhesive remover wipes. No photo is available at this time and she continued using the product.